Manufacturer narrative:
H3, h6:the navio surgical system us, part number npfs02000, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The evaluation followed a performance verification test. The reported problem was not confirmed. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper engagement between anspach drill and handpiece. The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ section of ¿performing trial reduction and postoperative assessments. Per the clinical evaluation, the patient impact/injury beyond the modified procedure cannot be concluded based on the incident details provided by the customer. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during surgery, the anspach console had an e2 error. It happened when the surgeon went to bur the distal femur. The robot was shut down and rebooted. The surgeon had to use visionaire once the issue popped up. There was a delay of less than 30 minutes. (It has happened before he didn¿t want to wait. Two drills were tested and they worked).